Event description:
Additional information received patient lost therapy prior to ipg replacement. The ipg was explanted and replaced on (B)(6) 2020.

Manufacturer narrative:
Correction : section d6b: the explant date should have been (B)(6) 2020 instead of (B)(6) 2020. Correction section : e1: the correct physician had been updated to this report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s igp was nearing end of life. As a result the ipg was replaced and therapy was restored post-operative.